Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Based on the analysis, the alleged malfunction issue could not be verified; however a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was approximately 80 mg/dl. The customer reverted to an alternate method in insulin therapy.